Event description:
Consumer purchased the ab energizer and used it about a week and used the lower to mid settings (goes from 3-10). After a couple of days consumer noticed some rings around mid section and upper legs where consumer had put device. The rings had broken vessels and the rings on legs actually developed in minor burns (first degree) and appear to be somewhat permanent. After three weeks consumer still had marks on legs from device. Consumer feels the device is a hazard to health. Complainant returned it to store where they purchased it for a refund.